Manufacturer narrative:
H4: the lot was manufactured from july 15, 2019 - july 17, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not clearly observed via the provided photograph and due to the nature of the sample, no additional testing could be performed. The sample analysis determined that the photo provided indicates the product was nonconforming with the issue of rupture. Therefore, the reported condition was verified. The cause of the condition could not be determined, however, the most probable cause was noted to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during patient infusion. The device was filled with somatostatin. There was no patient injury or medical intervention associated with this event. No additional information is available.